Event description:
It was reported by service report that the bed load cells need to be replaced due to the field action. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint system.